Event description:
It was reported that during a percutaneous coronary intervention procedure (pci), a pinhole leak was noted. The target lesion was located in a fistula graft. The 8.0mm x 20mm mustang balloon was advanced to treat the target lesion. The balloon was inflated up to 20 atms .the physician noted that the balloon was not holding the pressure. The device was removed and tested on the back table. The mustang balloon appeared to have a pinhole leak. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is ok.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the balloon showed evidence of being inflated. There was contrast media present in the balloon. There was no damage noted to the shaft of the device. The device was attached to an encore inflation device and a positive pressure was applied when a leak was noted from the distal tip. There was no leak noted in the balloon. The device was sent for x-ray analysis to determine what was causing the leak. The results of the analysis found that there was a leak path evident at the lapweld. No other damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly, and fails to meet performance specifications. The most probable root cause is manufacturing related. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure (pci), a pinhole leak was noted. The target lesion was located in a fistula graft. The 8.0mm x 20mm mustang balloon was advanced to treat the target lesion. The balloon was inflated up to 20 atms .the physician noted that the balloon was not holding the pressure. The device was removed and tested on the back table. The mustang balloon appeared to have a pinhole leak. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is ok.